Manufacturer narrative:
Imdrf device code a050702 captures the reportable event of device failure to cut.

Event description:
It was reported to boston scientific that a sensation snare was used in digestive tract for an endoscopic polypectomy procedure performed on (B)(6) 2026. During the procedure the cutting of the snare was not sharp. Procedure was completed with an alternative device. There were no patient complications as a result of this event.